Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation with a cracked tank cover, missing drain tube, and outdated pcb and power switch. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional testing. The over temp alarm did not sound when it should, confirming the customer's complaint. The root cause was the over temp alarm being out of calibration.

Event description:
It was reported that over temperature switch is not functioning. There is no patient involvement, and the issue was found during route maintenance.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.